Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a pump replacement, the healthcare provider (hcp) informed that a CT scan revealed the catheter was disconnected from the pump. It was stated that the patient was not getting relief from therapy even after dosing increases, which was what prompted the CT which showed the disconnect. When hcp opened pump pocket, the pump connector was disconnected. When he tried to aspirate the catheter, he could not. He opened the spine incision to find catheter and found it had fractured below anchor. The catheter and pump were replaced and were discarded. Post operatively it was stated that patient was doing fine with new catheter and pump. Drug delivered via the device was bupivacaine.